Manufacturer narrative:
Eval method: other = device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = no product return; an exact cause event cannot be determined for the reported event. Analysis: hcp indicated the circuit was discarded and therefore, not available for return to mfg. Without product return, review is limited and no results can be provided. Review of the device history record shows the device met mfg specifications for product released to distribution. Conclusion: no pt event and no product return. An exact cause cannot be determined for the reported product problem.